Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4) - surgical intervention, (B)(4) - constipation it was reported that the patient underwent mesh excision surgery on (B)(4) 2014 due to recurrent hernia. It was also reported that the patient experienced pain, constipation, and bloating. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 5/1/2018. (B)(4). Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.